Manufacturer narrative:
This follow-up is being submitted to relay additional information. No product was returned or pictures provided; therefore, visual and dimensional evaluations could not be performed. Medical records were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no related deviations / anomalies identified. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 3007963827-2019-00299. Concomitant medical products: articular surface fixed bearing posterior stabilized (ps), item# 42512400412, lot# 63880324. Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that, during a total knee arthroplasty procedure, an articular surface would not seat to the tibial tray. Although he removed debris and cement prior to inserting the surface, there was a lot of space between the articular surface and the tibial tray. A smaller articular surface was used to complete the procedure. There is no additional information at this time.